Manufacturer narrative:
B5.desc evt problem updated intra operative photograph review- unable to determine what the contralateral / anterior structures are from infomatiom provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the bone graft injected through the catalyft implant was not contained in the disc space. It exited on the contralateral side. The patient came to the emergency room on (B)(6) 2024 experiencing increased pain and foot drop. MRI and CT were completed on (B)(6) 2024. After the surgeon reviewed MRI and CT, on (B)(6) 2024 patient was taken back to the or for a laminectomy and decompression to remove excess bone graft.  There were no further complications reported regarding the event. Update received pre op diagnosis surgery 1: low back pain, lumbar radiculopathy surgery 2: lumbar radiculopathy with foot drop pre implant cultures were not formed and wound site were not cultured for aerobic and anaerobic organisms and fungi. Currently patient is taking humira for rheumatoid arthritis.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the bone graft injected through the catalyft implant was not contained in the disc space. It exited on the contralateral side. The patient came to the emergency room on (B)(6) 2024 experiencing increased pain and foot drop. MRI and CT were completed on (B)(6) 2024. After the surgeon reviewed MRI and CT, on (B)(6) 2024 patient was taken back to the or for a laminectomy and decompression to remove excess bone graft. There were no further complications reported regarding the event. Update received pre op diagnosis surgery 1: low back pain, lumbar radiculopathy surgery 2: lumbar radiculopathy with foot drop pre implant cultures were not formed and wound site were not cultured for aerobic and anaerobic organisms and fungi. Currently patient is taking humira for rheumatoid arthritis. Update received foot drop has resolved, pt is 90% regained motors and still has a slight burning numbness as a result of the injury.

Manufacturer narrative:
B5: desc evt problem updated h6: patient codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the bone graft injected through the catalyft implant was not contained in the disc space. It exited on the contralateral side. The patient came to the emergency room on 22 march 2024 experiencing increased pain and foot drop. MRI and CT were completed on 19 apr 2024. After the surgeon reviewed MRI and CT, on (B)(6) 2024 patient was taken back to the or for a laminectomy and decompression to remove excess bone graft.  There were no further complications reported regarding the event.